Event description:
Baxter (B)(4) received a report that an intermate had a defective fill port before use. The device was filled with a solution containing 86.5 mg of epirubicin. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 200 ml of solution in the reservoir. The reported condition of a defective fill port was not confirmed. Visual examination of the device showed no evidence of defect or abnormality at the fill port that could have caused the reported condition. No root cause was identified, as no evidence of product malfunction was observed. However, it was noted that there was a leak coming from the distal luer. Report 6000001-2012-05204 was opened to address this condition. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.